Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.5x16 and 2.8x16mm graftmaster devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a perforation in the mid to distal first obtuse marginal artery. Rotational atherectomy was performed and a 3.5 x 16 mm, 2.8 x 19 mm and 2.8 x 16 mm graftmaster covered stent were implanted. However, they failed to seal the perforation; therefore, a 3.5 x 19 mm graftmaster covered stent was implanted which sealed the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.